Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with no tortuosity and no calcification. The nc trek 3.5 x 12 mm balloon was advanced to post-dilate the lesion. There was no resistance during advancement of the device to the lesion. The balloon was only able to be partially inflated. Upon removal from the anatomy, a rupture was noted. The procedure was completed with another device. There was no adverse patient effect. There was no clinically significant delay of procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, a tear in the shaft was noted. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.